Manufacturer narrative:
Exemption number e2019001. Product performance engineering reviewed the complaint information and analysis of the returned unit. Visual and dimensional inspection was performed. The reported irregular position of the flush port was not confirmed. However, foreign material was observed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. The investigation determined the foreign material inside the unopened pouch appears to be related to a potential product quality issue. An exception has been initiated due to the potential product quality issue and corrective action, if any, will be determined per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Exemption number e2019001.

Event description:
It was reported that the distribution center was performing inspections on supera peripheral self-expanding stent systems (sess). The position of the flush port of a 6.0 x 80 supera sess was abnormal, and the tyvek pouches of a 6.5 x 40 cm and a 6.5 x 80 cm supera sess were defected. There was no patient involvement and no reported clinically significant delay in the procedure. No additional information was provided. Device analysis revealed that there was an unknown material at the proximal end of the sheath flush port of the 6.0x80 supera.